Manufacturer narrative:
The device was not returned to mmdg. Because the device was never received by mmdg, evaluation has not been possible and the complaint cannot be confirmed.

Event description:
The initial reporter stated that an infinity pump "under infused during testing". The initial reporter did not provide any further information regarding rate or dose. No patient was involved in the complaint. [(B)(4)]